Event description:
The facility stated that the haptic broke off of the lens as it was being advanced through the lens delivery system. Part of the lens was implanted, but it was removed without pt injury. It is unk if there was a product malfunction.